Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement test, and displacement test. Unit received with high sleep current due to corroded electronic assemblies from moisture exposure. No critical pump error alarms noted. (B)(4).

Event description:
It was reported that insulin pump was broken. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.